Event description:
Philips received a complaint on the dfm100 device indicating the malfunctioning of the ECG cable and error: "ECG unit failure". There was no patient involvement. The fse evaluated the device on site. The functional checks and ECG simulator tests were carried out, all of which passed successfully. No device problem found. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction was not determined. The reported problem was not confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.